Event description:
Patient in for scheduled colonoscopy/polyp removal. Difficulty deploying clip. When clip finally deployed, removal wire caught in clip preventing removal of wire. Event resulted in emergent surgery involving bowel resection, removing clip and wire.